Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon firing the device in the stomach, the staple line was incomplete distally. A new reload and handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: d10, g4, h3, h6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload had a full complement of staples and the jaws were open. The reload was loaded into a representative instrument for functional testing. The reload was applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.